Event description:
Related report number: 2017865-2024-71037. It was reported that patient presented for scheduled procedure. Prior to procedure, it was noted that right ventricular (rv) and right atrial (ra) lead had dislodged due to twiddlers syndrome. The dislodgement was confirmed via diagnostic imaging. Loss of capture was also noted on both leads. The leads were explanted and replaced. There were no patient consequences.